Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed that there was no response from the customer; hence, the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient details were not showing up on the device. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.